Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device and was reimplanted with another cochlear device during the same surgery.